Event description:
It was reported that a patient underwent an endoarterectomy on (B)(6) 2012 and suture was used. On (B)(6) 2012, the suture broke. The patient developed a hematoma and died before the surgeon could open the wound to reoperate. Additional information has been requested

Manufacturer narrative:
Additional information: narrative - it was reported that a patient underwent an endoarterectomy on (B)(6) 2012 and suture was used. The patient's preoperative diagnosis was bilateral ica stenosis left side - 90%, right side - 70% with left sided stroke on (B)(4) 2012. The arteriotomy was a longitudinal incision from cca to ica, 5 centimeters in length. The removal of atherosclerotic plague was removed and the arteriotomy was closed by primary closure using a continuous single-layer suture. Heparin therapy was introduced intra operatively. On (B)(6) 2012, a hematoma was located around the post-operative wound complicated by hemorrhage. Attempts to stop the hemorrhage, external heart massage, and endotracheal intubation were done. All the efforts were ineffective due to extreme blood loss and very intensive hemorrhage. Conclusion: no actual product submitted for examination, but images taken by the customer were provided. No breakages were clearly identified from the images submitted. Nine images of suture ends were submitted, of which 8 were clearly cut ends, and one image also appeared to be a cut end. The actual used product was not available, so a complete examination was not possible. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06962. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no actual product submitted for examination, but images were provided. No breakages were clearly identified from the images submitted. Nine images of suture ends were submitted, of which 8 were clearly cut ends. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.